Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation came off the jaws prior to use. It was like this when removed from the sterile tray. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed away on the hot jaw, but remained attached at the tip and base. The silicone insulation at the tip of the cold jaw was observed to be detached exposing the inner metal component. The detached silicone insulation was not returned for evaluation. No other failures were observed. Based on the returned condition of the device the complaint the reported failure mode ¿peeled jaw¿ and the analyzed failure mode "material twisted/bent; wire" were confirmed. Specific actions for both the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation came off the jaws prior to use. It was like this when removed from the sterile tray. A replacement device was used to complete the procedure. The hospital did not report any patient effects.